Event description:
The adjustment on the drill guide with graduation was slipping while performing a posterior oc/cervical fusion. The pt was not affected and the case continued without incident.

Manufacturer narrative:
Info initially reported to synthes on (B)(6) 2008 and was determined to be not reportable. On (B)(6) 2010, synthes performed a complaint history review and updated the complaint to reportable based on the complaint trend. Date of this report based on the date of the complaint history review. Subject device is an instrument and is not implanted. Device history record review for this lot number indicated the part met all specifications prior to release. The instrument was evaluated for consistency to dimensional specifications and was found to be within specifications. The complaint regarding slipping could not be duplicated.